Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad rubber has completely peeled off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the keypad cover was found to be peeling off the pump. During testing, the up arrow, ok and contrast keypad buttons were unresponsive; the down arrow keypad button responded appropriately. The keypad cover was removed and the up arrow, ok, and contrast contacts were found to be detached from the pump. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.